Event description:
It was reported that despite multiple reprogramming, the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was moved and remained implanted. The patient was seen in the clinic for a follow-up appointment, and it was noted that the patient was still experiencing inadequate stimulation. X-ray was taken and revealed that the leads migrated again. Additional information was received that only one of the leads migrated and patient was still able to get good coverage. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Event description:
It was reported that despite multiple reprogramming, the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was moved and remained implanted. The patient was seen in the clinic for a follow-up appointment, and it was noted that the patient was still experiencing inadequate stimulation. X-ray was taken and revealed that the leads migrated again. Additional information was received that only one of the patients leads migrated and the patient was still able to get good coverage.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple weeks prior to the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7077601.

Event description:
It was reported that despite multiple reprogramming, the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was moved and remained implanted. The patient was seen in the clinic for a follow-up appointment, and it was noted that the patient was still experiencing inadequate stimulation. X-ray was taken and revealed that the leads migrated again.